Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer connector of a small volume intermate became detached from the end of the tubing. This occurred after filling the device with 3000mg ceftazidime in 100ml 0.9% sodium chloride solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from june 1, 2015 to june 2, 2015. Evaluation summary: the device was received for evaluation. A visual inspection identified that the distal luer lock was broken in two places. The cause of the breaks could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.